Event description:
The customer had received a reading of 4.3 mmol/l. It was verified the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the readings. The contact was able to reset the meter to mg/dl, and no product will be returned for evaluation.